Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device was cut or torn into two pieces, with a gouge on the optic and one haptic. The cause of damage could not be determined due to the condition of the return. Additional information regarding the event was requested, but not received. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be determined.

Event description:
It was reported that an intraocular lens (iol) was explanted three (3) months after implant due to dislocation. A successful lens exchange was completed using a different model iol. Additional information has been requested of the reporter, but not received.